Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e0629 palpitations.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6) 2026, at approximately 12:00 pm, the patient reported a cgm accuracy concern while using a dexcom receiver. At that time, the cgm reading was approximately 60 mg/dl, while the fsbg reading was 40 mg/dl. Due to the discrepancy and ongoing concerns, the patient sought evaluation at the emergency department (ed), and the visit was for less than 24 hours. While at the ed, the dexcom receiver displayed an estimated glucose value of 80 mg/dl at 1:01 pm. Within approximately five minutes of this reading, a healthcare professional obtained an fsbg measurement of 40 mg/dl. At 1:05 pm, the dexcom receiver displayed the alert message, "get up 20 minutes to rise." During the event, the patient reported symptoms of shakiness, palpitations, and feeling scared. No physical injury was reported. During the ed visit, the patient received saline IV fluids, food, and beverages. Following treatment, the patient's condition improved, and the patient reported feeling well. The patient is under the care of a physician for ongoing diabetes management. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.